Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a monterey short fixed angle screwdriver was jamming with and difficult to disengage from a screw intra-operatively. It was further reported that the screw was not implanted as a result. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.